Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("t detached from the other part of the coil on the left side and so the left coil was then removed") in a 29 year-old female patient who had essure inserted (lot no. D08060) for female sterilisation. The patient had a medical history of dysmenorrhea, pelvic pain female, multi gravida, surgery (lymph node removal), valley fever and pud. Race - african american. Previously administered products included: depo provera. The patient had a family history of breast cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 556 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with bilateral partial salpingectomy and removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: coils visible on right 4 coils visible on left 3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: x-ray ¿ hysterosalpingogram clinical history: post essure follow-up findings: scout film shows bilateral essure coils. Filling of the endometrial canal reveals no suspicious intraluminal filling defect. Based upon essure criteria there is satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion. A faint, very small amount of contrast is noted within the right fallopian tube around the right essure coil; however, contrast material does not extend beyond the peripheral end of the coil or freely spill into the pelvic cavity. There is no free spillage of contrast from the left.; on 06-jan-2020: hysterosalpingogram history: post essure wire removal evaluation. Findings: the initial image, taken before any deliberate contrast injection, demonstrates a small amount of contrast in the endometrial cavity with very subtle particulate metallic density along the course of both fallopian tubes compatible with essure wire residuals. Following contrast injection there was a normal appearance to the contrast filled the endometrial cavity. A very small remnant of a completely blocked right fallopian tube is identified at the isthmic portion of the tubs. Similarly, we can identify a small left tube remnant, slightly more conspicuous than on the right side, but even so the left tube is completely blocked as well. Towards the end of the procedure, because of bilateral tube blockage, there was moderate parametrial and intravenous contrast intravasation. Impression:normal-appearing endometrial cavity. Both fallopian tubes remain completely blocked. [Pathology test] on (B)(6) 2019: surgical pathology report diagnosis: left essure coil and soft tissue; removal: essure coil (gross only, see gross description). Fragments of benign fibrovascular soft tissue. Right essure coil and soft tissue; removal:essure coil (gross only, see gross description). Fragments of benign fibrovascular soft tissue. Specimen source: a. Left essure coil and tissue fragments b. Right essure coil and tissue fragments clinical information: pelvic pain gross description: left essure coils: two metallic finely coiled wires, consistent with essure device, up to 6cm in greatest dimension. Right coils: tightly coiled fragment of wire consistent with essure device. [Ultrasound pelvis] on (B)(6) 2019: ultrasound - pelvic (non ob) complete ta/tv with doppler indication: pelvic pain. Impression: 1. Small free fluid in the cul-de-sac favored physiologic. 2. Essure coils in place.; on (B)(6) 2019: ultrasound shows coils in tubes bilaterally ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575). The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Indication added lot number added .non drug treatment updated. Event device breakage updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("t detached from the other part of the coil on the left side and so the left coil was then removed") in a 29 year-old female patient who had essure inserted (lot no. D08060) for female sterilisation. The patient had a medical history of dysmenorrhea, pelvic pain female, multi gravida, surgery (lymph node removal), valley fever and pud. Race - african american. Previously administered products included: depo provera. The patient had a family history of breast cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 556 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with bilateral partial salpingectomy and removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: coils visible on right 4 coils visible on left 3. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: x-ray ¿ hysterosalpingogram clinical history: post essure follow-up findings: scout film shows bilateral essure coils. Filling of the endometrial canal reveals no suspicious intraluminal filling defect. Based upon essure criteria there is satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion. A faint, very small amount of contrast is noted within the right fallopian tube around the right essure coil; however, contrast material does not extend beyond the peripheral end of the coil or freely spill into the pelvic cavity. There is no free spillage of contrast from the left.; on (B)(6) 2020: hysterosalpingogram history: post essure wire removal evaluation. Findings: the initial image, taken before any deliberate contrast injection, demonstrates a small amount of contrast in the endometrial cavity with very subtle particulate metallic density along the course of both fallopian tubes compatible with essure wire residuals. Following contrast injection there was a normal appearance to the contrast filled the endometrial cavity. A very small remnant of a completely blocked right fallopian tube is identified at the isthmic portion of the tubs. Similarly, we can identify a small left tube remnant, slightly more conspicuous than on the right side, but even so the left tube is completely blocked as well. Towards the end of the procedure, because of bilateral tube blockage, there was moderate parametrial and intravenous contrast intravasation. Impression:normal-appearing endometrial cavity. Both fallopian tubes remain completely blocked. [Pathology test] on (B)(6) 2019: surgical pathology report diagnosis: left essure coil and soft tissue; removal: essure coil (gross only, see gross description). Fragments of benign fibrovascular soft tissue. Right essure coil and soft tissue; removal:essure coil (gross only, see gross description). Fragments of benign fibrovascular soft tissue. Specimen source: a. Left essure coil and tissue fragments b. Right essure coil and tissue fragments clinical information: pelvic pain gross description: left essure coils: two metallic finely coiled wires, consistent with essure device, up to 6cm in greatest dimension. Right coils: tightly coiled fragment of wire consistent with essure device. [Ultrasound pelvis] on (B)(6) 2019: ultrasound - pelvic (non ob) complete ta/tv with doppler indication: pelvic pain. Impression: 1. Small free fluid in the cul-de-sac favored physiologic. 2. Essure coils in place.; on (B)(6) 2019: ultrasound shows coils in tubes bilaterally lot numberd08060 manufacture date2014-08 expiration date2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.